Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR numbers: 1221359-2022-04310, 1221359-2022-04330.

Event description:
The customer reported three (3) false negative results with the binaxnow covid-19 antigen self test assay performed for a patient on unknown dates. This report addresses consumer test three (3) of three (3) and is three (3) of three (3). This MFR. Report addresses false negative result three (3) and is three (3) of three (3) the consumer reported a false negative result with binaxnow covid-19 antigen self test performed on a unknown date using unknown sample. Confirmation testing was performed (platform:unknown) at a hospital facility and generated a positive result no additional patient information, including treatment and outcome, was provided.